Event description:
The department is down to three sets of leads and ge has no plans of stocking the EKG leads, nor does the secondary supplier company plan on having any of these types of leads for at least a month. Ge gave no warning to the relenquishment of sales towards the leads and just stated," no eta on replenishment." This problem continues. The manufacturer did not provide notice to the hospital and we are unable to get additional leads.======================manufacturer response for cardiac monitor leads, seer event monitor leads (per site reporter).======================the sales rep for ge healthcare informed me that they did not have them and did not offer a third party besides carefusion who could provide them. Carefusion's sales rep stated that the leads would not be available for at least three weeks.